Event description:
It was reported that the battery on this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion (pbd) and displayed battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery on this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion (pbd) and displayed battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.